Manufacturer narrative:
D10 concomitant product: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#: n3h2532y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a uniportal video-assisted thoracoscopic surgery (vats) lobectomy procedure, while transsecting the bronchus, the connecting parts of the adapter and reload were damaged due to the angle and strong force applied when removing the device. However, the reload was fired properly, and the staple line was safe and completed. To address the issue, a new manual handle and reload were used. Later outside the sterile field, they tried to reconnect and then the device was broken. There was no injury to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the unload switch was at the home position. There was no damage to the adapter. The adapter was received with a broken reload adapter stuck in the distal end. The unload switch was fully retracted. Functionally, the unload switch could not be moved. The adapter was then connected to the gen2 acc software and the strain gauge was responsive. There were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The data saved to the system was evaluated and showed that the adapter had reached the maximum number of procedures. The broken reload adapter was removed without difficulty by pressing the reload unload button back toward the power handle then twisting and removing the reload adapter from the adapter. Damage was observed to the tip of the firing rod. The adapter was connected to a representative handle running v29.5 software and the device calibrated correctly. The handle showed that the adapter had no remaining uses. The unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the instrument broke. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: true end of life and uart. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.